Manufacturer narrative:
A2-a6): the patient's date of birth, age at time of event, sex, gender, weight, ethnicity, and race are unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. H3): the glidelight device was returned to the manufacturer for evaluation. Visual inspection found a kink in the working length. At the area of the kink, there was melting and a breach of the outer jacket, with exposed and broken fibers present. H6): based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the device damage has been observed when excessive forces are applied to the side of the outer jacket. The device becomes kinked, and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. A spectranetics 14f glidelight laser sheath was used to treat the patient. During the procedure, it was observed that the glidelight was kinked. Use of the glidelight was discontinued, and a 16f glidelight and spectranetics 11f tightrail rotating dilator sheath were used to remove the lead. The procedure was completed with no reported patient harm. Upon completion of the glidelight device evaluation on 19dec2024, melting and a breach in the outer jacket was detected, with exposed and broken fibers present in the area of the breach. This event is being reported for unintended radiation exposure, potential for harm.